Manufacturer narrative:
This mir report ((B)(6), (B)(4)) was submitted by the distributor, (B)(4), with respect to matters of which lumenis had no prior knowledge. The distributor, has been reminded of their obligation, according to their contract with lumenis, to immediately report to lumenis any potentially reportable adverse events, and that lumenis, as legal manufacturer, would make the investigation with them and would decide on reportability and would actually report if needed. The distributor have acknowledged this and promised to improve their communication with lumenis going forward. According to the distributor, a lumenis pulse 100h laser had a burned debris-shield but no replacement was available to carry on with the treatment therefore the treat was canceled. No report of patient complications was received, and no report was received alleging the event caused or contributed to any change in the patient's condition. In addition the user complaint about a fiber detection issue that required multiple connection/reconnection to recognize the fiber. Lumenis contacted its foreign distributor in order to collect more information regarding the reported event; some additional information was provided. The distributor attempted to reply the question, how was the case completed by calling the hospital, so far, without success. The user facility have been using a distributor's service for all services and they did the last pm on 15-nov-2019. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Device was manufactured 20-apr-2017 and installed at the customers site on 4-aug-2017. A distributor's certified service engineer visited the site, after the reported event and examined the laser system. The engineer replaced debris-shield and fiber focus assembly in order to correct the fiber focus. In addition, rfid antenna was replaced to solve the fiber detection issue. According to the gso expert, the fiber detection issue was an intermittent issue and did not prevent the user from completing the operation. In addition, there is no indication in the engineering report that there was an alignment issue. Therefore, in that case, fiber focus assembly cannot cause a debris shield to burn. It is most likely that, a user error (failure to keep spare parts), is the root cause for canceling the operation. The debris shield is a replaceable part that protects the laser system's optical components from damage by a failed delivery system (ie. Fiber). The debris shield is like a fuse: you only need to replace it if inspection reveals that it is damaged. Here, a fiber was used that sputtered particulates onto the debris shield. As designed, the debris shield acted as a fuse and use of the laser with this specific fiber was stopped. Additionally, the subject device labeling instructs that when there is no laser emission or inadequate or no aiming beam the user is instructed to replace the delivery system, and inspect & replace the debris shield if necessary. Debris shields are user replaceable parts. When a user changes a debris shield, it may enable resuming the operation. The device user manual (um-20006520en, rev. D) instructs the user about verifying that the debris shield is not damaged prior to the starting the procedure and provides the part number for the user to purchase to keep in reserve, which can be replaced on site by the user. Also, the system should be used by a professional user. Since it is a consumable product, it is the common practice that hospitals will maintain more than one debris shield. To summarize: a user is instructed to inspect the debris shield prior to an operation and replace it during the operation, when needed. If a debris shield is damaged by a fiber's functioning and the laser stops working, then the shield fulfilled its purpose as intended. According to the report, the system had a burned debris -shield but no replacement was available to carry on with the treatment. Lumenis cannot rule out that device operator's failure to follow subject device IFU to be the probable cause of the reported event. Had the user replaced the debris-shield, the procedure likely could have been completed. Since this event led to a cancelled procedure, in an abundance of caution lumenis is reporting this event as lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
According to materiovigilance report number: (B)(4). During a procedure, in a foreign user facility in which a lumenis pulse 100h laser was being utilized, "blastshield burned". "No replacement available to carry on with the treatment. Treatment on progress was cancelled with patient under anesthesia" in addition the user complaint about "fiber detection issue (error 451): requires multiple connection/deconnection to recognize fiber".